Event description:
It was reported that the customer had high blood glucose. Customer stated he was calibrating and the insulin pump would not take anything over 400 mg/dl. Customer reported calibration error. Troubleshooting was done. Customer's blood glucose was 489 mg/dl. Customer was treated with the insulin pump. Advised the customer the insulin pump will not take calibrations over 400 mg/dl and below 40mg/dl. Advised the customer to treat and calibrate when blood glucose is in better range. Customer stated was wearing sensor for more than 6 days. Advised the customer sensor it is not recommended to use sensor for more than 6 days. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).